Manufacturer narrative:
The investigation found that the discrepancy in the results for sample ID 220822-316 was consistent with methodological differences in the assays. The investigation also found that the discrepancy in the results for sample ID 220823-200 was confirmed to be caused by autoantibody interferences. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." Based on the available data, a general reagent issue could be excluded.

Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 iii results for 2 samples from the same patient on a cobas 8000 e 801 module, serial number (B)(4). This medwatch covers the alleged results for the tsh assay. Please refer to medwatch MDR-(B)(4) for the alleged ft4 assay results. Refer to the highlighted sections of the attachment "pt74631.pdf" for patient results. The two alleged samples were obtained from the same patient on different days. Sample ID: (B)(6) was obtained on (B)(6) 2022. Sample ID: (B)(6) was obtained on (B)(6) 2022. It is unknown if the questionable results were reported outside of the laboratory.

Manufacturer narrative:
The investigation is ongoing.